Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 7 days (27nov2024 ¿ 03dec2024 per time stamp). On (B)(6)2024 at 03:39:27, the driveline power fault alarm was active due to a power a broken fault. The alarm remained active until the driveline was disconnected on (B)(6) 2024 at 03:43:56 for a controller exchange. The controller was turned on briefly on (B)(6)2024 at 10:54:59 without the driveline connected. There were no other notable alarms active in the log file. A review of the submitted controller event log file spanned approximately 10 days (17feb2024 ¿ 21feb2024, 03apr2024, 29may2024, 21aug2024, 30oct2024, and 03dec2024 per time stamp). After the new controller was connected to the driveline, the driveline fault alarms resolved and did not activate anymore. There were no notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that exchanging the controller resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2- ¿system operations¿ and heartmate 3 patient handbook section 2- ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had a driveline power fault alarm early in the morning and then performed a system controller exchange at home. Following review of the submitted log files for both the exchanged and new system controllers, it appeared there were driveline power fault alarms at 0339 on (B)(6)2024 and continued until the system controller was exchanged on (B)(6)2024 at 03:44. The log files also showed that the power a cable had some issues. Following the system controller exchange, the new system controller log files showed routine events and no further driveline power faults noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.